Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The needle retracted, before it was deactivated at 88 pulses. Investigation of the needle mechanism found no issues that would result in the cannula failing to deploy as intended. However, an abnormal drop in pulse width was observed around 46 pulses in the pod's download data. During investigation, an external power source was used in attempt to manually energize the sma wire and turn the ratchet gear. It was observed that the hooked talons slipped over the ratchet gear teeth, failing to rotate the ratchet gear, though after inspection of the hook talons and ratchet gear, no root cause was determined. Additionally, all three of the pod's batteries were observed to be depleted. The pcb was closely inspected and did not reveal any visible electrical abnormalities.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour there was a needle mechanism failure. No further information has been provided.